Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they are not feeling any stimulation in their lower back. Patient stated that the pain is down right above their butt and they don't feel any stimulation which is still hurting. Patient said that they got the operation and they wanted to know if they should keep the intensity at 1.3 for a week. Patient mentioned that they get the stimulation on their legs , but they are still taking pain pills because they aren't feeling the stimulation on their lower back. Patient mentioned that they just programmed their implant yesterday. Agent asked the patient when they first noticed that they weren't feeling stimulation in the lower back; patient stated they didn't know what they were going to be feeling and that they just had the operation two fridays ago and they thought that healing still might hurt. Agent reviewed with the patient that they could try to change groups to see if that would help. Patient switched to group b with the intensity set from 1.3 to 1.4 but they still do not feel the stimulation on their lower back. Patient asked if they can still increase the intensity. Agent reviewed information and advised to keep the intensity on their comfortable level. Patient mentioned that they have an orthopedic pain management doctor and they need to get the referral , patient also have an appointment with them on tuesday. Agent provided nas number to provide to the doctor to reach out with mdt rep for programming concerns. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.